Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4)

Event description:
This procedure was performed in (B)(6). The customer stated that a 2mm defect in the plastic coating of the heating spiral was noticed when pulling out the closurefast catheter from the sheath. This was a successful ablation; and the vein closed. No patient injury. The closurefast catheter investigation was completed on may 18, 2015, the customer's report of a defect in the plastic coating has been confirmed. A visual inspection of the catheter showed the fep (flourinated ethylene propylene) was deformed and exposed the coil.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)